Manufacturer narrative:
It was reported that patient underwent urethrocele repair, kelly plication, urethrolysis, repair and removal of sling on (B)(6) 2014 due to foreign body in gu tract, erosion, dyspareunia, pelvic pain and urinary problems. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure concurrently with cholecystectomy, hysterectomy, bso on (B)(6) 2009 and mesh was implanted.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lysis of pelvic adhesions, urethral suspension, posterior repair with perineorrhaphy and cystoscopy due to sui, pelvic floor relaxation and rectocele. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.